Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: neu_unknown_lead, lot# unknown, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported via a manufacturer representative that the patient experience unpleasant paresthesias at the implantable neurostimulator (ins) site when their programming was changed from bipolar to monopolar settings. The patient's right lead was broken and had been programmed to 0v by the hcp. The left lead was okay and stimulation was working well with good therapeutic effect. There were no impedances issues. The manufacturer representative thought the break could have caused the paresthesias in monopolar mode or there could be a lead between the ins and extension connector. The hcp through that leakage was possible and wanted to know if there were any consequences to battery life and issue lesions.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative reported the patient did not experience any falls or trauma. The patient felt the paresthesias at the implantable neurostimulator (ins) pocket recently after the ins programming was changed from bipolar to monopolar settings. The sensations did not depend on the patient being in a certain position. It was unknown if any additional troubleshooting was done or if additional actions or interventions were taken or planned. The patient was receiving effective therapy, but with the uncomfortable parasthesias.